Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a delta valve in 1999 and was hospitalized for emergency care. The valve was explanted on (B)(6) 2014. During inspection of the valve, it was found to not be functioning properly and csf was leaking from the reservoir. A replacement valve was implanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).